Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not hold burr devices. There was a fifteen minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the top end of the device was damaged and the motor plus the flex circuit were corroded. It was determined that the top end of the device was damaged from user error. It was determined that the motor plus the flex circuit were corroded from immersion / improper cleaning procedure. The assignable root cause was determined to be misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.